Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occured, the patient experienced chest pain and hemorrhage. The target lesion was located in the right coronary artery (rca). Following deployment of a promus element plus stent, a 15mm x 3.00mm nc quantum apex balloon catheter was used to post-dilate the stent. First inflation was performed at 20 atmospheres for 27 seconds. Upon the second inflation at 20 atmospheres for 18 seconds, the balloon ruptured. This caused a haematoma inside the stent and part of the treated vessel was already ulcerated. The pt experienced chest pain during the procedure which required morphine administration. The physician then inflated a non-bsc balloon multiple times and left the balloon in place to stop bleeding. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.